Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited an increase in pace impedances on the right ventricular (rv) lead. At implant, the values were around 800 ohms. In (B)(6) 2017, impedances increased to out of range values greater than 2000 ohms. Values stayed out of range until (B)(6) 2017, then the impedances decreased to around 1800 ohms. Recently, 2 episodes of oversensed noise were observed. The patient was brought in for further testing. The changes in impedances and the noise seen could not be reproduced with isometrics or pocket manipulation. Now, the impedances have gradually decreased to 900 ohms. At this time, the products remain in service. The patient will continue to be seen at their routine follow-up appointments. No adverse patient effects were reported.